Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system monitors were locked up and the issue persisted after reboot. No further information regarding the issue has been provided. No work has been performed by philips as the third-party engineer took care of the issue and informed philips to cancel the service. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system monitors are locked up and a hard boot did not resolve issue. No harm to the patient or user was reported. Philips has started an investigation of this complaint.